Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 977d260 (lot: va33qle030); product type: 0215-screening device; implant date (B)(6) 2025; explant date (B)(6) 2025 brand name surescan; product ID 977d260 (lot: va33nxt024); product type: 0215-screening device; implant date (B)(6) 2025; explant date (B)(6) 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient had right leg pain coming out of their trial lead placement. Manufacturer representative (rep) reported they attempted to set up programming but patient however, their leg pain began worse and they started having motor difficulty for their right leg. Healthcare provider (hcp) reported they have difficulty with lead placement during trial and had several attempts which ended up anterior but final result was posterior for both leads. Patient leads were pulled and trial was aborted. Hcp believes this was due to tight epidural space. The rep indicated they would send any further information as they become aware.